Manufacturer narrative:
Explanation: there was no death or device malfunction associated with the defibrillation event. There is no indication that the patient sustained a serious injury following the event. The device treated the patient during a treatable rhythm. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered a defibrillation treatment one time. The device performed according to its intended design and delivered a treatment shock while the patient was in a treatable rhythm. The treatable vt rhythm was unable to be converted to a slower rhythm.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate defibrillation event consisting of one treatment shock. The patient was reportedly conscious and at home with his wife at the time of the event. The patient reportedly removed the lifevest after the first treatment and ems was called. The response buttons were pressed earlier in the detection sequence but not immediately prior to treatment delivery and then again after the treatment delivery. The response buttons functioned appropriately. The patient was transported via ambulance to the ER and continued wearing the lifevest. Review of the downloaded flag and ECG data indicates that the initial life-threatening arrhythmia was vt at 180 bpm. A full energy pulse was delivered while the patient was in vt at 170 bpm with the post-shock rhythm being vt at 160 bpm. The lifevest performed as expected and delivered a treatment when the patient was in a treatable rhythm. The rhythm failed to convert. The electrode belt was disconnected before any additional shocks could be delivered.